Manufacturer narrative:
Additional information was received confirming that parameters and waveforms were displayed at the time of the event. Analysis was not performed by philips; however, remote service personnel discussed the issue with the customer remotely and determined that the mainboard needed to be replaced. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard. The issue was resolved by replacing the mainboard. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
A replacement mainboard was sent to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the screen freezes during examination. It is unknown if the device was in use at time of event, and there was no adverse event reported.